Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Both the gauges were received for evaluation. If was found that one set of gauges have etched lines but were worn down due to multiple autoclave cycles and the other gauges have lines present. Both gauges are not new out of the package and show signs of wear. The device history records were reviewed for both gauges with no deviations or anomalies being identified. The gage had a potential field age of approximately 10 years and have been in use since (B)(6) 2006 with an unknown usage and handling history at the time of the reported event. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lot. Root cause is determined to be general wear from repeated cleaning, sterilization, and usage cycles.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the depth gauge did not have any of the laser etch marks on it to demark the depth.